Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. This device has not been explanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The prosthesis wear reported may have been the result of third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. However, this cannot be confirmed as the device was not available for evaluation, and images and radiographs were not provided.